Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the device evaluated by MFR and to provide the completed investigation results. One 149cm r2p sheath was returned for evaluation. No other accessories were returned. Visual inspection revealed that the sheath was received in two pieces, however, were connected with the unraveled coil. Several kinks and deformations were observed along the length of the sheath and unraveling was observed on both pieces at the point of breakage as can be seen in the attached pictures. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the tensile forces contributed to the reported damage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the section to provide the device return date. In the initial report the section was advertently left blank. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device used on the patient; see MDR no. 111880-2018-00206 for the second device reported that was used on the same patient. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor was performing a radial access right leg angiogram with intervention that the destination slender 149cm started to unravel. It was removed and another destination slender 119cm was inserted. However the second sheath started to unravel and broke off and remained in the radial artery of the patient. A surgeon was called and a cut down of the radial artery was performed, and the sheath was removed. The patient was then taken to the operating room for a fem-pop bypass procedure. The blood loss was less than 250cc's. The patient condition was stable. The procedure outcome was not completed.